Event description:
The patient called lifescan and alleged that "something in their meter was burning." They reported that they were unable to obtain a result on their meter. At one point the patient felt like their glucose level was high, so they took 5 units of regular insulin and then went to the hospital. They arrived 30 minutes later and their blood glucose was 565 mg/dl. The patient was given 20 units of regular insulin and 8 units of nph. It is not known if they were admitted to the hospital or discharged after treatment. The issue was not resolved with troubleshooting. Medical affairs attempted unsuccessfully to contact the patient for more clinical information as well as clarification on the issue with the meter. A letter has been sent to the patient as a second attempt. Based on the information provided, the patient was unable to obtain an actionable result on their meter, which led to a serious injury. This case is being reported as an adverse event. A meter replacement has been sent, and the subject meter is expected to be returned for investigation.